Event description:
Information was received from a patient receiving bupivacaine via an implantable pump. The indication for use was malignant pain and complex reg pain syndrome type I. The patient reported that they were having difficulty connecting the communicator to the handset. The patient had to charge the handset and communicator every time they need a bolus and the patient was having a lot of trouble connecting to the pump. The patient gets ¿not found¿ screen. Per the patient they charge the communicator to green but sometime the communicator was orange or red. The patient mentioned they were so much pain when they were not able to bolus. The patient gets 6 bolus a day. The agent asked clarifying questions and if the patient get codes or messages on the handset screen when trying to connect and the patient said the screen will show 0 and pump not found and the screen will get stuck at 91%. The agent assisted patient with clearing the data and close all apps and restarting the handset and communicator and the devices connected very fast to pump. The agent showed the patient where to see the communicator percentage on the handset and recommended charging up the handset until battery indicator is green. The issue was resolved through troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software, product ID: tm90t0, lot#serial#: (B)(6), product type: accessory, product ID: hh9020tdd, lot#serial#: (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.